Manufacturer narrative:
After further review this failure was determined to be a tester failure, not a device failure. Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
Product event summary: analysis found that the device failed functional testing. As a result the main board was calibrated. No pinched cables were noted. The device passed final testing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had anarchic stimulation. The epg was returned to the manufacturer for servicing. There was no patient involvement.